Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed and recommended. However, the patient is continuing to be monitored. At this time the rv lead remains in service. No adverse patient effects were reported.